Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been having issues with air bubbles. The customer stated there is several air bubbles in reservoir. The customer stated she can't move around because of it and is now out of town with no insulin. Customer's blood glucose was 184mg/dl. The customer was advised to contact health care provider as she is doing everything according to the guide.